Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had a lot bubbles. The customer¿s blood glucose was unknown at the time of the incident. Customer said that she was doing all the best practices provided to them she said that the problem is the product it self and not her preparation. The reservoir was not expected to be returned for analysis.